Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between april 19, 2024 ¿ april 22, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume folfusor. It was observed that there was no flow during therapy. This issue was described as, ¿inserted yesterday afternoon, arrived at home today, infuser not passed¿. The device was filled with 240ml of 5% glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.